Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history review indicated the product met release criteria. The product investigation could not identify a root cause. Additional information was requested but not received to date. (B)(4).

Event description:
A surgeon reported intraocular lens (iol) opacification in both eyes of a patient. Opacification in the right eye (od) was more severe than in the left eye (os). The surgeon was waiting for the next examination in order to decide whether or not to remove the iols. In a follow up the surgeon indicated posterior capsule opacification had been observed. The patient was reported to have been hospitalized as a result of the event. Additional information has been requested but not received to date. This is one of two medical device reports being filed for this patient. This report is for the left eye.